Manufacturer narrative:
UDI and g5 (510k) are unknown; no additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record review was not performed as no lot number was provided. Received for evaluation: the sample consisted of one product from same product number, lot number unknown, one filter from unknown part number, in used conditions without its original packaging. Visual inspection and functional test's were performed. The sample was visually inspected at a distance of 12 inches under normal lighting in order to detect any damage on the unit. No discrepancies detected. A leak test was performed; the breathing circuit did not pass the leak test. The root cause of the issue was deemed to be manufacturing-related. Action's taken to mitigate the reported issues: a corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that, during a pre-use check, the customer noticed air was leaking from the product. No patient injury was reported.